Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was insufficient/low, and the device had an air leak. It was further observed that the housing was worn, in bad condition, and had a cosmetic damage. It was determined that the locking mechanism was stiff/stuck, the top trigger was jammed and sticky, and the device had a component damage. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check the power with power test bench and check for air leak. It was noted in the service order that the device was damaged ¿spoiled¿ during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.